Event description:
It was reported that high impedance was seen on the patient's device. As a result the patient's device was disabled. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Date of event, corrected data: the wrong event date of (B)(6) 2019 was inadvertently reported on the initial MDR. The correct event date is (B)(6) 2019.